Event description:
The following has been reported zo hamilton medical ag on september 11th 2023: loss of external power. Ventilator will not recognize ac power or charge batteries. Unit alarm with loss of external power it would appear one of the field effect transistor 's on the power supply 396232 is burnt. Issue occurresd during preoperational testing / daily device start up. No indication that the complaint lead to death, injury or serious deterioration of the health of the patient and operator.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4).

Event description:
Vent will not recognize ac power or charge batteries.